Event description:
When moving the x-ray machine over the patient, oil dripped into the patients eyes.

Manufacturer narrative:
Technical support troubleshooting indicated the device was malfunctioning, and the tube-head was dripping oil prior to using this device on the patient. Device has yet to be returned for evaluation. Lack of user maintenance contributed to the event.